Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The turbohawk was used over a 300cm wire and through a 7f 45 cm sheath. Upon delivery of the turbohawk device, it became stuck within the sheath. The physician attempted to remove the hawk from the sheath, but could not. At this point the physician removed the sheath and hawk completely out of the body and when the physician attempted to remove the hawk from the sheath on the procedure table, the hawk ripped the sheath. Investigation of the returned device on (B)(6), 2014 found there were two pieces of curled, white, opaque polymer in the tip assembly lumen. The source this material is the white hub of the guide sheath.